Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that the stent was damaged along its length. Particularly the distal end of the stent was stretched and flared. The entire stent had moved 3mm proximally on the balloon. The balloon was inflated to nominal pressure and deflated with an inflation device. No issues were noted during inflation and deflation. The section of the stent that remained on the balloon body fully expanded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that deployment failure of stent occurred. Vascular access was obtained via right femoral artery. The 70% stenosed, 16mm in length, eccentric shaped, de novo target lesion was located in the non-tortuous and moderately calcified, 4.5mm in diameter, left main coronary artery. The lesion was not pre-dilated. A 4.00x20mm promus element stent delivery system was selected to treat the lesion. During placement of the device in the lesion, it was not possible to release the stent. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent moved on balloon and stent damage.